Event description:
When the pressure bag was inflated to use with the pressure monitoring set the white piece near the spike that spikes into saline bag was a continuous leak. Not safe for patient use due to leak. Took down and set up new monitoring set.